Event description:
Right breast tissue expander was removed and tested by the surgeon by filling it with saline stained with methylene blue to find out the defective area on the implant. The surgeon noted that chamber a was filling into chamber b. The seam dividing the two chambers was defective. Surgeon requested to have the implant returned to him once pathology examines the defective right tissue breast expander.